Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate on the 7th day of its use. The shaft of the catheter was cut but water did not drain out. Eventually it was pulled out at the physician direction. Per additional information via e-mail, from ibc representative on 03 aug 2020, there were no missing pieces.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Sample was evaluated and observed collapsed lumen under the balloon. Potential root cause for this failure mode could be rubberize thickness variation and low latex viscosity. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use ¿ used for failure to infuse (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ¿ used for device breakage patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: general used if there is no specific defect (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was difficult to deflate on the 7th day of its use. The shaft of the catheter was cut but water did not drain out. Eventually it was pulled out at the physician direction. Per additional information via e-mail, from ibc representative on 03aug2020, there were no missing pieces.